Event description:
Day one of cycle four (d1c4) of vegzelma/leucovorin/5-fu pump treatment. The 5-fu pump was placed correctly per treatment protocol and patient discharged. Two days later, patient presented for ambulatory infusion pump disconnect. The patient¿s 5-fu pump did not infuse. All clamps were open, and the patient's port did flush freely without any issues. Pump flow regulator was attached to the patient's body correctly. Spiros was attached to the end of the pump tubing as standard practice. Pump lot number 30328695. No other factors identified that could have contributed to pump failure at this time.